Event description:
The reporter stated, the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) in 2009. The lens was explanted two months later due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens.

Manufacturer narrative:
.